Event description:
The customer contact reported the device had s233 (overtemperature-psc) malfunction alarm code in the device history alarm log and abnormal noise from the fan. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm, fan making grinding noise". No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise and s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan produced an abnormal noise and s233 (overtemperature-psc) malfunction alarm code was noted in the device history. The probable cause of the malfunction alarm code s233 and abnormal noise was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.